Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a pocket erosion. No adverse patient effects were reported as a result of the procedure.